Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer stated that she had used the insulin pump for 9 days in (B)(6) 2014 and had an incident in which she had to go to the emergency room for high blood glucose levels. The blood glucose reading was 300 mg/dl at the time of admission. She stated that she could not get her blood glucose levels lower and that she may have had a virus leading up to the event. She reported that she was not wearing the insulin pump at the time of the event, having been taken off of it on the morning of the hospitalization. She was treated with fluids, taken off of insulin pump therapy for a few weeks, and discharged. A kink in the infusion set was found. In (B)(6) 2015, she reported that she was back on insulin pump therapy and experienced a high blood glucose reading as high as 455 mg/dl. She programmed a bolus, inputting 15 grams of food, but the insulin pump only recommended 2.2 units of insulin. None else noted.